Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/17/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump in the breast.

Event description:
Patient reported "lump or thickening in or near the breast or in the underarm area," side unspecified. This file is for the right side. No treatment provided. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.